Manufacturer narrative:
The device was received for evaluation. During functional testing, the device passed idea testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined to be the damage to the keypad overlay. The keypad requires replacement to address this issue. This is a device part not associated with death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a malfunctioning soft key, faded blue, second from left. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.